Event description:
It was reported by service report that the fowler drifts when weight is applied. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler brake clutch.